Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button error alarm noted. Down arrow button did not respond due to corroded keypad traces. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 78 mg/dl. Nothing further was reported.